Manufacturer narrative:
(B)(4).

Event description:
Patient's parent contacted dexcom on (B)(6) 2016 to report that the receiver displayed err121 and "con (B)(6) 2016. The patient's parent did not report injury or medical intervention. No additional patient or event information is available.